Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a scs system on (B)(6) 2010. It was reported on (B)(6) 2011 that the patient is not feeling stimulation. His ipg is depleted and the charger does not turn on at all. A new charging system was sent to patient. No further information is available at this time.